Event description:
The warning "atrial shock lead continuity: open" was displayed when a stored pt file was reviewed from a follow-up 3 days prior. The sales rep reported that the printed report from the day of the follow-up was normal.

Manufacturer narrative:
In 2008, the stored patient file showed a warning. The device remains implanted. A response from the MFR is pending.